Event description:
During advancement of a medtronic mustang coronary guide wire through a coreflex stent the distal tip became entrapped. Upon withdrawal of this trapped guide wire, the flexible coil tip detached and remained ensnared in the stent. The physician then deployed a second stent, a paragon stent, affirming placement of the mustang guide wire tip in the vessel. No other intervention or pt complications were noted.